Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device bottom case seal was intact it was in good condition with no appearance of any physical damaged. The device history report showed motor rate error. The device was tested using the occlusion test, during the test the motor rate error was found during occlusion test. The issue was found to be a combination of worm coupling and worm gear does not operate as intended. The root cause was unable to be determine. The tech replaced worm coupling and worm gear. Performed pm maintenance and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that device had a motor error. No patient injury reported.